Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported problem with known good hard paddles. The customer did not send any hard paddles that were in use with the device. Physio observed proper device operation through functional and performance testing and it was returned to the customer for use. A conclusive cause for the reported problem was not determined.

Event description:
It was reported that the therapy connector is worn and the device would not recognize a hard paddles assembly connection. The device did recognize a quik-combo therapy cable when it was connected. There was no patient use associated with the reported failure.